Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the nurse performed a puncture on (B)(6) and found that the sedinger microintubation sheath was not smooth had bumps and cracks that could not be used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed, but the root cause remains unknown. The product returned for evaluation was one 4.5 fr microintroducer. The returned product sample was evaluated and a split was observed on the distal end of the sheath. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample. ¿ the split was longitudinally aligned. ¿ the split had straight and well-defined fracture edges. ¿ stretched strands of sheath material were present between the split edges which gave a webbed appearance. ¿ buckling of the sheath edge was present around the split. Based on the evidence provided with the returned sample, it is unknown when or how the sheath was damaged. Damage to the sheath tip could have occurred due to storage conditions, material variation, or other environmental factors; however, no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the nurse performed a puncture on april 17 and found that the sedinger microintubation sheath was not smooth had bumps and cracks that could not be used. No other information was provided.